Event description:
Healthcare professional reported seroma-late. Device has been explanted. This relates to the right side.

Manufacturer narrative:
F2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported seroma-late. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, e3, h3,h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: deformation observed. No further actions are required as the device was implanted.